Event description:
After an implantation period of approximately 106 months, it was reported that the shock impedance was too high. The leads were capped and the ICD was implanted on the right side.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020 the right ventricular shock impedance was measured initially at 60 ohms before it abruptly rose to greater than or equal to 150 ohms at the end of the recorded period, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.